Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, the access site a high stick, remaining in the common femoral artery. After the suture was deployed the foot could not be retracted (parked). The physician tried everything including opening and closing the lever; however, the foot would not retract. It was believed that the foot was caught in subcutaneous tissue. The patient was taken to surgery and the proglide device was removed and hemostasis was surgically achieved. Pulsatile flow was reported to be okay after surgery. The patient was hospitalized one day and released to home. There were no reported adverse patient sequelae. There was clinically significant delay in the procedure reported due to the device being surgically removed from the anatomy. The physician is reported to be trained in the use of the proglide device. Additional information received via user facility medwatch report stated "after the cath, the patient had a star closure device placed and there was inability to close the artery and the mechanism was left inside the artery and couldn't be removed. Patient taken to the operating room for removal". It was subsequently confirmed that the device was a proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is currently retained by the hospital and may be possibly be released to abbott vascular at a later time. A follow up report will be submitted with all additional relevant information. (B)(4).